Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 540 mg/dl at the time of the event. The customer stated that after the hospital staff gave her a manual injection of insulin and she changed her infusion set everything was fine. Nothing further was reported.